Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported the patient was experiencing poor coupling with recharging since last week. It was also reported the recharger (insr) antenna was damaged. A replacement (insr) antenna was sent to the patient. The patient called back the following day and stated they installed the replacement insr antenna; however, they still were getting no coupling bars. The patient said that they did not think their implant moved or was tilted. The patient was directed to follow-up with their healthcare professional (hcp) for next steps. No symptoms or further complications were reported/anticipated.